Event description:
On 12-sep-2025 the user reported elevated blood glucose (bg) of 300 mg/dl. And called in for assistance with a supply change. The agent guided the user through a complete supply change, including new cartridge, connector, and infusion set. Following the supply change, bg returned to range. No symptoms, medical intervention, or hospitalization were required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.